Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. There was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) could not duplicate the event, but did verify the svo error codes in memory.